Event description:
The valve was removed due to a perivalvular leak. A large gap between one of the struts and the mitral valve annulus during reoperation. Leak was not present per tee at original implant date or on 1st follow-up echo. Valve implanted 5 months.